Event description:
It was reported that the light head of the lamp fell down on the leg of the service technician during the device maintenance in the operating room. It was reported that an injury occurred, but no serious injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
A dräger service technician was on site to service an anesthesia device during the device. Dräger has not been contracted to service the affected sola 700. The light was initially installed by dräger service in 2006 at a different hospital. In 2023 the customer sold the light, dismantled it by external personnel (hospital staff) and reinstalled it with an external company at the current user without any involvement of dräger personnel. As dräger was not involved, it cannot be confirmed if the necessary technical requirements, product documentation and safety instructions were adhered to during dismantling and installation at the new hospital. No report of the reinstallation at the customer was available for reference. It was reported that a technician checked the device after the event and found that a screw holding the spring arm was not installed or has fallen out. The faulty or non-existent screw connection of the spring arm securing sleeve (securing the spring arm securing segment) could have been noticed during the obligatory and IFU-compliant operational test before each use of the light. Detailed photos of the affected screw for the locking sleeve of the spring arm, of the threaded hole on the affected spring arm for screwing in the locking sleeve, of the locking sleeve itself and of the fallen light were not available. Based on the available information a root cause analysis could not be performed. Based on the results of the investigation, no systematic fault pattern can be assumed, and this is considered a single event. Therefore, the number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the light head of the lamp fell down on the leg of the service technician during the device maintenance in the operating room. It was reported that an injury occurred, but no serious injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.